Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A distributor reported that the handpiece was warm prior to the procedure. The overheating occurred within 1 minute of use and lasted more than 1 minute. There was no delay in the procedure as a result of this event. Other equipment was sought to meet the requirement. There was no patient impact.

Manufacturer narrative:
Analysis found that the reported complaint of excessive heat could not be verified. Pre-repair temperature test was performed and the device operated within normal parameters. The temperature were: nose - 84, middle - 81, rear - 87; never exceeded. However, disassembled housing and found that all the internal parts including the motor an screws were all severely corroded. All the internal parts, seals and bearings were replaced. The device was repaired, cleaned, tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.